Event description:
It was reported that while preparing the instruments for use it was found that there were problems with the spay, even at the highest setting, only a mist came out, not a jet or stream of high-pressure water. The procedure was finished using other surgical techniques. There was no delay in the case. A closure letter is not required.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the event reported and the device. A visual inspection found no defects, the functional complaint of abnormal spray was reproduced. Unit failed flow test with low readings. The transmission was observed to be leaking. The complaint was confirmed and the root cause was found to be a defective transmission. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has also been reviewed finding further instances, however no further action deemed necessary in relation to this complaint, now complete, recorded as mechanical component failure. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.